Manufacturer narrative:
H3: code "other" was selected as the medical devices not available for return. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog # tgmr373720j, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a thoracic aortic aneurysm and chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system and gore® excluder® aaa endoprosthesis. (B)(6) and (B)(6) were implanted but the details of the procedure were unknown. On (B)(6) 2023, three debranching tevar was performed. (B)(6) and (B)(6) were implanted in proximal aorta. The gore fsa was not present at the procedure, and the purpose of treatment and details of the procedure were unknown. There have been no allegations reported against previously implanted gore devices. On (B)(6) 2024, all implanted devices were explanted due to infection, and aortic arch graft replacement was performed. No comments were obtained by the physician regarding the event cause.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog # tgmr373720j, serial #(B)(6), UDI (B)(4), h6: a review of the manufacturing records for each device, tgm343410j and tgmr373720j, verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : infection.